Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: radifocus. Guide cath: destination. Sheath: parentsheath. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the 90% stenosed superficial femoral artery, which had no tortuosity and moderate calcification. The 5.0x60mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped for use without issue and advanced to the lesion. The balloon was inflated to 8 atmospheres, but reportedly inflated slowly. In addition, angiography indicated that the balloon would not deflate. Deflation was attempted several times with the inflation device but the balloon remained inflated. Several attempts were made to deflate the balloon with a syringe. Some deflation was noted, but the balloon did not completely deflate. With difficulty, the armada 35 balloon was removed with the sheathless guiding system as a single unit. The procedure was completed using the same sheathless guiding system, a new non-abbott guide wire and a new 5.0x40mm non-abbott pta catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty in deflating the balloon was confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot found no non-conformances that would have contributed to the deflation issue, based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being addressed per site operating procedures. This type of reported event will continue to be monitored. (B)(4).